Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty seating a triathlon pkr insert into a baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: the anterior locking features were returned damaged, confirming the event. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the investigation concluded that damage is likely caused by misaligning the insert with the baseplate during implantation.

Event description:
After the pkr tibial base plate and femur were implanted, a 8mm tibial insert was chosen dr. (B)(6). Had a problem with the insert properly seating medially. He removed it and checked for soft tissue or anything else that would prevent it from seating. After repeated attempts, another insert was opened and it appeared to have the same issue. He did get the second insert to seat properly.

Event description:
After the pkr tibial base plate and femur were implanted, a 8mm tibial insert was chosen dr. (B)(6) had a problem with the insert properly seating medially. He removed it and checked for soft tissue or anything else that would prevent it from seating. After repeated attempts, another insert was opened and it appeared to have the same issue. He did get the second insert to seat properly.